Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implnated in the patient.

Manufacturer narrative:
The device remains implanted in the patient and therefore, device evaluation could not be performed. Post-operative computed tomography images, CT report and progress notes for the secondary procedure were provided, which reveal an endoleak, of unspecified type. Operative or pre-operative images were not provided for assessment, which could have possibly aided in the endoleak determination. The report indicated the endoleak was a type ii, which is not a type of endoleak caused or related to a device issue. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).

Event description:
It was reported that approximately 8 months post-implant of a bifurcated device and a suprarenal aortic extension a type I endoleak was revealed on a follow up computed tomography scan. The patient was treated with two limb extensions and an infrarenal aortic extension; however, the endoleak was still present. The physician elected to end the procedure and leave the endoleak for monitoring. Two days post-implant a follow up computed tomography scan revealed what the physician believes is a type ii endoleak. Reportedly, the physician has opted to monitor the patient.